Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated e6 error. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: 1) the wand may have experienced a short. 2) the t/c wire is damaged between the transition of the handle and the shaft.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the wand had error code e6. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay, if backup was available and how the issue was resolved. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.